Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding an implantable neurostimulator (ins). It was reported that the patient was sitting in a chair and the ins sits at a 45 degree angle and when the patient stood up caught on the arm of the chair. The patient stated that now they can clearly feel where the two leads lead to the battery pack, and one feels like the sheath pulled away and have an open wire. The patient stated that they are stressed out, and tingling down their leg. The patient also stated that there was pain and electrical shocking feeling more than ever. The patient reported information from preimplant. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for spinal pain. Patient stated that the device was the "biggest mistake she ever could have made". Device never worked for her, it moved when she lost weight, was sitting at a 45 degree angle and was getting caught on arms of chairs. When a manufacturer representative tried doing a trickle charge, it set off the patient's nerve condition and their leg turned pink and purple. Patient also stated her knee and ankle needed to be replaced, and she had severe nerve issues in the face which require an MRI.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient was having an MRI for an issue related to her device. The reason that the patient needs the MRI is for complex regional pain syndrome in her lower legs. It was noted that she has osteochondroma from an injury in 1991. The patient noted that the device has never worked and she wishes she could rip it out of her back. A manufacturer representative worked for 3 hours to program the device and was never able to get the device to work as well as the trial. She tried to use the device serval times, and it just didn't work. She is not getting stimulation where it needed to be. Within 10 minutes of having the device trickle charged by the manufacturer representative, the manufacturer representative stopped because the patient had a reflex sympathetic dystrophy syndrome flare up. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.